Event description:
After undergoing the stretta procedure (curon medical), pt has developed significant gastroparesis and reflux worsened. Pt also began to vomit food from several days before. Pt was part of the blind clinical trial.